Event description:
It was reported that pump declared cartridge change error, preventing normal use. There was no adverse impact to the customer's blood glucose level. Customer, with guidance from technical support, inspected cartridge o-ring and pneumatic tap area, cleaned pump using alcohol wipe or lint-free cloth, followed on-screen instructions, successfully reloaded cartridge, and resumed insulin delivery.